Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with an implantable cardioverter defibrillator (ICD) device received shocks and anti-tachycardia pacing (atp) therapy in which lead to therapy exhaustion. Boston scientific technical services (ts) discussed programming changes to avoid this scenario as it sounded like the rhythm was sinus tachycardia. Additional information obtained indicates that this patient was checked and this device was reprogrammed. This event was addressed and the patient was advised to slow down if heart rate reaches 150 beats per minute (bpm) or greater. This ICD remains in service. No adverse patient effects were reported.